Manufacturer narrative:
The recipient reportedly underwent pressure equalization (pe) tube surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be monitored by the facility. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues due to an air pocket. The air pocket was reportedly caused by frequent valsalva maneuvers soon after the recipient's initial surgery. Device testing revealed results within normal limits. Programming adjustments have been made; however, the issue did not resolve. Pressure equalization (pe) tube surgery has been scheduled.